Manufacturer narrative:
The lot/serial number was requested but not provided to gore. A review of the mfg records for the device could not be completed. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2009, the pt was implanted with gore excluder aaa endoprostheses to treat an aneurysm in the right common iliac artery. During the implant procedure, the hypogastric artery was embolized with an amplatz plug. On an unk date, the physician discovered an aneurysm enlargement due to endoleak. On (B)(6) 2012, the computed tomography angiography revealed no contrast coming out of the device, but detected a flow from circumflex and obturator arteries. The physician confirmed a type ii endoleak. The physician is monitoring the pt with a future embolization procedure plan. It was reported to gore, that a diameter of aneurysm was varied from 3.7 to 4.3 cm.